Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for treatment of an abdominal aortic aneurysm. The aortic neck was 29 mm in diameter with a moderate angulation and severe thrombus. It was reported that the pt elected to have this form of endovascular treatment. At the time of implant the aortic neck was larger then recommended size for the device implanted. It was reported that 29 months post stent implant aortic cuffs were implanted due to the migration of the bifurcated stent graft. Forty-four months post initial stent implant it was reported that the stent graft system and its components were removed form the pt due to the enlargement of the aortic neck resulting in stent graft migration. No clinical sequalae were reported and the pt is fine. The stent graft has been retained by the user facility.